Manufacturer narrative:
The subject device was returned to the service department of (B)(6) but has not been returned to omsc. The service department of (B)(6) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 1mm2. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(6) it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could not specify the cause of the reported phenomenon. However based on the report of the service department of olympus (B)(4) and the former similar cases, omsc surmised there was the possibility this phenomenon was attributed to physical stress with following traces and things in the reports; the insertion section was scratched, and coating peeled off, the light guide lens was scratched, the distal end cover was scratched, the universal cord was scratched, the plug unit was scratched, the instructions for safe use (IFU) states caution regarding physical stress. Users can detect the suggested event properly by handling the device in accordance with the following IFU. Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. Important information: please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. According to the former similar cases records, the event had been caused by physical stress, etc. If additional information becomes available, this report will be supplemented.